Event description:
Philips received a complaint on the patient information center ix indicating that rooms are dropping telemetry for up to 10 mins at a time and getting error. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) performed an on-site visit and found the root cause to be depleted batteries in the ups units, which had turned off and caused the connected sync units to not work properly. Biomed was advised to replace the batteries. The sync units were temporarily moved to other ups units to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.